Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2008. Patient had two dislocations.

Manufacturer narrative:
After further review of additional information received the following sections a1, b5, d4, g1, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. Section h6: in review of all available information, the dislocation was likely the result of either loosened, supporting ligaments surrounding the joint and/or hip range of motion sufficient to initiate lever-out of the femoral head. Per IFU, device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Metal sensitivity reactions or other allergic/histological reactions to implant materials. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. Adverse events associated with the use of bone cement. Disassociation of modular components. Osteolysis. Unintended bone fractures. Limb length discrepancy. Decreased range of motion. This device is used for treatment not diagnosis. Corrected data: section b5: describe event or problem.

Event description:
It was reported that a patient who was initially implanted during a total hip arthroplasty in 2008 suffered a dislocation on an unknown date. No other information was reported. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00662.